Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via email that she was hospitalized for low blood glucose. The patient's blood glucose at the time of incident is unknown. The recent hospitalization is the customer's second hospitalization for a hypoglycemic episode. No further details were provided, and no products were returned or replaced.